Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had an unresponsive up arrow button. The customer's blood glucose was 194 mg/dl. The caller stated that this morning, when she was trying to give the customer a correction bolus, she noticed that the up arrow prevented her from doing so. She stated that they had been using the down button arrow in order to treat. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. The pump was tested with no ramping numbers noted on the display. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, and a cracked case near the display window corners.